Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in system 1 (lot number 24620632, expiration date 07/31/2015). Reference medwatch report with (B)(6) for the suspect device used in system 2.

Event description:
Customer received a result in the range of 1.6 - 1.9 mmol/l on active system 1, and a result of 12.1 mmol/l on active system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in system 1 (lot number 24620632, expiration date 07/31/2015). Reference medwatch report with (B)(6) for the suspect device used in system 2.